Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 310 mg/dl. Customer's parent stated that the customer had diabetic ketoacidosis with high blood glucose 275 mg/dl when ems took customer's blood glucose reading. The customer experienced symptoms such as struggling to breathe and vomiting. The customer was treated with manual injection. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer's blood glucose was at 310 mg/dl at the time of call. Customer's parent also reported that the insulin pump had a keypad anomaly and troubleshooting was performed and completed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. The insulin pump was received with minor scratches on case, cracked belt clip slot, cracked battery tube threads, minor scratches on reservoir tube window and minor scratches on lcd window.